Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-18sa is identical model to rexeed-18s marketed in us. The product in complaint was not returned to the manufacturer and could not be analyzed. The lot number in complaint was not reported and we could not review the manufacturing and quality control records. Hypotension and hypersensitivity are listed in IFU as the event to monitor during the treatment. The patient was treated with the other dialyser, fb-130u, without any problem and any sequelae. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams and wilkins, 2006.

Event description:
(Three dialyser reactions occurred in one patient. Two other events are submitted to FDA as following MFR report number 8010002-2015-00020 and 8010002-2015-00040.) On (B)(6) 2015 the treatment of the hemodialysis (hd) with the dialyser (aps-18sa) was started for the male patient hospitalized in (B)(6). The treatment condition was as follows: blood flow rate (qb) 150 ml/min, dialysate flow rate (qd) 500 ml/mm. Heparin: bolus injection of heparin 1000 u, continuous drip of heparin at a rate of 500 u/hr. 19 minutes after the treatment started, his blood pressure decreased from the level of 140's mmhg to that of 50's mmhg. Patient's ill complexion and breath like rhonchus developed. The fluid removal was stopped, his lower extremities were elevated, and 100ml of saline was given. Then the patient received the treatment with neo-synesin kowa inj (vasopressor) 1 ampule, dissolved in normal saline solution 20ml, at the rate of 5ml/hr. The treatment was stopped at the volume of 1.9 l, although the target volume of fluid removal was 2.4 l. After dialysis, the patient had fever. On (B)(6) 2015 the therapy on (B)(6) was as follows: the patient was given the temporary dialysis with the other dialyser fb, his blood pressure kept stable at the level of 120's mmhg, the treatment of fluid removal volume 3.4 l was completed.